Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male patient, initials unknown grade 4 osteoarthritis and moderate (2+) prior effusion. (B)(4). The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection of first course in right knee (dosage regimen not provided). The lot number for synvisc was not provided. On an unspecified date, the patient received second synvisc injection. On (B)(6) 1998, the patient received third synvisc injection. On (B)(6) 1998, the patient experienced synovitis in right knee. On an unspecified date in 1998, the patient experienced right knee effusion and underwent arthrocentesis (moderate (2+) effusion, 60 cc of clear yellow fluid was aspirated). On an unspecified date in (B)(6) 1998, the patient received treatment with celestone (betamethasone) for synovitis and right knee effusion. On (B)(6) 1998 (after 24 hours), the patient recovered from the event of synovitis. The outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was assessed as mild and for the event of right knee effusion was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The causal relationship between synvisc and the event of right knee effusion was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/08/2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.